Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the abdomen. Of note, the patient underwent a bone magnetic resonance imaging (MRI) earlier that day on (B)(6) 2024 and removed. He returned home at 10 pm, started a new sensor and went to sleep. On the (B)(6) 2024 sometime later the patient noticed that his sensor had ¿fallen apart¿, which was an unclear issue. No calibration and no error message were mentioned. Despite this, he mentioned that he was still receiving readings from his sensor prior to his hospitalization. Later that day, his granddaughter's boyfriend called an ambulance because the patient's blood sugar was extremely high, and he could not bring it down. At that time, the cgm reading was 154 mg/dl, 292 mg/dl, and 315 mg/dl. Then the patient fell, and his granddaughter's boyfriend called an ambulance. The patient lost consciousness, and upon arrival at the hospital, his blood glucose reading was 592 mg/dl. The patient was hospitalized for a couple of days. The patient was unsure about the medications administered to him but mentioned that he received regular insulin. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.